Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in her vehicle on (B)(6) 2016. The cause of death was vehicle accident and caller stated that death had nothing to do with diabetes. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that the customer had no other diseases. The caller declined returning the insulin pump stating that he wanted to keep it to donate it.